Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record and UDI are in-progress. All information reasonably known as of 24 feb 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 9611594-2025-00022 for the second report. It was reported, ¿doctor with more than 15 years of experience with the avanos introducer kit has had problems in the 2 last interventions when closing the suture lock because the biosyn suture brokes and needs to place a new saf-t-pexy. Problem reported in (B)(4) units but the radiologist is worried because he does not know if in the pixies placed, the biosyn suture will broke in less time than the recommended.¿ per additional information received on 29jan2025, there we no changed in the patient¿s status. A new kit was opened, and the procedure was complete.

Manufacturer narrative:
Additional information: d4, h4, h6, h11. The device history record for lot 30302423 was reviewed and the product was produced according to product specifications. Subject samples provided were evaluated related to the incident reported by customer and no failures were detected in the device returned; unable to confirm or duplicate the reported incident. A root cause could not be determined. All information reasonably known as of 16 jun 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. All information reasonably known as of 24 mar 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.